Manufacturer narrative:
This lead was surgically abandoned and will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's implantable device was scheduled for replacement due to remaining longevity of three months due to high programmed right ventricular (rv) outputs as a result of elevated threshold measurements. At the device replacement procedure, it was noted that this rv lead had previously exhibited intermittent shock impedance measurements greater than 200 ohms and occasional noise and t-wave oversensing (twos). The device was replaced, and visual inspection noted this rv lead had migrated, but visual inspection did not identify any lead damage. The physician elected to surgically abandon the rv lead during this procedure and implant a replacement rv lead with the new device. No adverse patient effects were reported.